Event description:
The product was evaluated. An external visual inspection was performed and failed due to a frozen receiver screen display. Pictures were taken. Receiver charge and boot tests were performed and failed, as the receiver would not load. Functional tests were not performed due to to a frozen receiver screen display. The receiver log was not downloaded and reviewed due to to a frozen receiver screen display. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to initial MDR, additional information is required.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. Data was received but not investigated as data will not confirm the issue. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.